Manufacturer narrative:
(B)(4). System error 2367 is a cascading alarm that occurred due to a previous system error alarm. When this alarm occurs, the homechoice discontinues the present therapy. This alarm occurred as a result of the reported system error 2267 alarm. Refer to report number 1423500-2011-10194 for system error 2267 alarm.

Manufacturer narrative:
(B)(4). A 510k not provided since the product and the lot number are unknown. Sample is not available for evaluation. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A patient called baxter to report an issue of system error ( se) 2367 which occurred on home choice (hc) during use during dwell 1 of 6. The baxter technical representative (tsr) had care giver (cg) close clamps and cycle power off and on . The alarm cleared. Tsr advised cg to start over with new supplies and to contact peritoneal dialysis registered nurse (pd rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.